Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had been beeping every hour but the device has not indicators as what may have caused the device to alarm. Customer states the device is alarming through the night isn't sure what is causing the beeps. Customer doesn't know his blood glucose level. Customer states the buttons were not pressed accidently and the device just randomly beeps. Customer also believes the device is not calculating his active insulin correctly and he thinks the device should have active insulin. Bolus history showed customer hadn't bloused since the yesterday. Customer thinks he administered two boluses that day. Customer was unsure if he did or didn't. Customer was advised to monitor the device and call back if the beeping continues. Customer declined troubleshooting for low, highs, and no delivery. Customer is not returning the device for further analysis.